Event description:
It was reported the endoscope reprocessor exhibited black slag in the cleaning tank. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 7 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the foreign material was confirmed to be black slug. The filter mouthpiece was replaced to remove the foreign material. The lm reviewed the customer provided cds processes where no obvious deviations from instructions for use (IFU) were identified. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.